Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: syringes were very deformed, crushed, the plastic was heated and distorted.

Manufacturer narrative:
Investigation: one photo and ninety-eight loose 10ml syringes were received and evaluated. It was observed ninety-seven syringes had significant damage and were rejectable per product specification. One syringe was visually inspected and was acceptable per product specification. A barrel jam in the main dial was reported and the damage appears to be consisted with the dial components. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the assembly process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: syringes were very deformed, crushed, the plastic was heated and distorted.